Event description:
"Runs hot" is reason for repair. On follow up, it was reported that the doctor began to use the motor and it got hot in their hand. Dr laid it down for a couple of minutes and then began to use it again. After several minutes dr said it was too hot to use and discontinued using it. There was no pt injury.